Event description:
It was reported the procedure was being performed on a male pt in the intensive care unit. The catheter was inserted into the pt's left internal jugular. At which time, the central line hub. "Popped off" of the extension line. As a result, the catheter was removed and a new one was placed in the pt's right internal jugular. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.